Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hyperglycemia of value 400mg/dl. Customer declined troubleshooting for high blood glucose. Customer also stated that insulin pump had motor error alarm. Customer stated the drive support cap appears normal. Customer did not report an motor position encoder error alarm. Customer was able to successfully clear the alarm also able to complete pump rewind. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted during test. Motor passed motor test.